Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) vis the rep: patient had the device explanted (B)(6) and went with a nonchargeable device. The cause of the difficulty maintaining connection to recharge was not determined, but was most likely due to depth, the implant had been about 1 inch deep.

Manufacturer narrative:
H3: analysis of ins (serial number nmf710056h) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the micro device had been implanted in a new pocket, not a previous 3058 pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (B)(6) 2021 regarding an external device. It was reported that the wireless recharger (wr) was not connecting to ins post implant. The wr was setup prior to case, and was functioning; however, the caller did think it was acting somewhat "off". The caller indicated that it connected to the ins and then loses coupling; then would start to beep and search for the ins. The recharger app had codes, 3167 and 4100 error codes. The caller tried another recharger from their trunk stock and it worked. The defective device was going to be sent back for analysis. Repair was contacted for the replacement, where it was noted that this was an out of box issue. There were no patient complications reported as a result of this event. 2021-apr-05 additional information was received from the rep and the patient. The rep reported working through zoom with patient for troubleshooting. Rep reported this is the patient's second wr as the first was replaced right after implant. The rep states charging has not been successful since time of implant. The recharger was connected at the teaching portion following implant. Caller reported on today's zoom, they confirmed the green light on charging dock present and reset the recharger. Caller requested expedited recharger sent to patient and the recharging equipment was replaced. On april 6th the patient called back and said they got the new recharger, that it connects with excellent connection and if patient doesn't move it disconnects. Patient was advised to make sure there is no emi around. When asked if they can feel all four edges of the implant the patient said no. Patient thought the stimulator is above the incision. Patient had the communicator on and was instructed to turn off the communicator. The patient was advised to lean forward to make the device more superficial and to move the recharger from the middle of the stimulator outward 2-4 cm. When they went to the right it connected for a brief second. Patient got error code 1707. Patient was advised to meet with the doctor and rep to see if they can locate the stimulator. Patient said she already called the rep today and left a message. The rep called back and reported patient coupling issues. The wr would find the ins and then lose the connection and start beeping. Rep and ts (tech support) discussed depth and the rep indicated implanting physician usua lly implants the competitive ins and suspects it may be deeper than the current recommendation, but was unable to confirm at this time. (B)(6) discussed moving the wr around the ins to help find the sweet spot. Possibly calling the manufacturer to get engineering involved if they meet with patient. Caller will reach out to patient again and suggest charging with wr over ins tips.